Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device, intended for use in treatment was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The jrny ii bcs art isrt trl sz 3-4 11mm rt is cracked rendering the device inoperative. The missing piece was not returned. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a jrny ii bcs art isrt trl sz 3-4 11mm rt is broken. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.